Event description:
It was reported that during a procedure to treat an av node reentry tachycardia (avnrt), an intellatip mifi oi temperature ablation catheter was selected for use. Power mode was in use and ablation was being performed at 15w. When physician tried to ablate in left atrium chamber, generator temperature did not drop during ablation. No error messages displayed. Generator was reset but the issue persisted. Ablation catheter could not cool the catheter tip. There were no issues with the tubing set, it is normal. Finally, the catheter was replaced, and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
Additional information b5: the field provided the information that there were no issues with the tubing set. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an av node reentry tachycardia (avnrt), an intellatip mifi oi temperature ablation catheter was selected for use. Power mode was in use and ablation was being performed at 15w. When physician tried to ablate in left atrium chamber, generator temperature did not drop during ablation. No error messages displayed. Generator was reset but the issue persisted. Ablation catheter could not cool the catheter tip. There were no issues with the tubing set, it is normal. Finally, the catheter was replaced, and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Correction d4: lot number 0029385643; expiration date 05/11/2025. Intellatip mifi oi temperature ablation catheter was evaluated by boston scientific. The device was visually inspected and it did not present any visual defects. Functional test shows that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device was found within specifications. No open or shorts were detected. The ablation was verified by using the maestro generator 4000 and metriq, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observation of temperature not maintained. Device was found within specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an av node reentry tachycardia (avnrt), an intellatip mifi oi temperature ablation catheter was selected for use. Temperature was not maintained. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis. (B)(6) 2023 per gfe: 1. When physician tried to ablate in la chamber, generator temperature doesn`t drop during ablation. When used irrigation catheter ablation, temperature dropped due to saline. 2. Ablation time is unknown, they reset generator because they checked generator issue. 3. This issue maintained before changed new catheter. Equipment questions: 1. No 3d mapping system was used. 2. Firmware version installed on the maestro is unknown. 3. No photos available of the catheter lab setup. 4. No contributing environmental or anatomical factors. 5. No error messages displayed. 6. Power mode was in use. 7. Ablation was being performed at 15w. Temperature questions: 1. Issue involved high temperature during ablation. 2. Ablation catheter can`t cool catheter tip.